Manufacturer narrative:
(B)(4)

Event description:
The product was evaluated. An external visual inspection was performed and passed. Voltage testing was performed, and the test failed due to 0 voltage. A review of the downloaded share log was performed and did not show anything related to the customer complaint. The customer complaint was not confirmed because there was no indication of a transmitter pairing failure, however a fatal error was present in the log. The root cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that, a pairing failure occurred. Data was provided for investigation. The reported pairing failure was not confirmed but a failed transmitter error was confirmed. The root cause could not be determined . The reported issue of a pairing failure is reportable based on the finding of a failed transmitter error. No injury or medical intervention was reported.